Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event involved a male patient while in the cardiology department during insertion. During product prep the intra-aortic balloon (iab) was vacuumed completely before the iab was removed from the tray. The vascular surgeon attempted to insert the iab through the ultra flex sheath via left femoral artery and it could not advance. As a result, the iab, sheath and spring wire guide were all removed together. A new kit was opened and inserted via the same insertion site successfully. There was an approximate 10 minute delay or interruption in therapy noted with no harm to the patient. There was no report of patient death. No medical/surgical intervention was required. The patient outcome was the patient was not injured and had no complications.